Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The rac failed to power up.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) involved to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the rac, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video was provided for review. A review of the site's system logs for the reported procedure date could not be performed because the system logs are not available at this time due to system not being connected to the network. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of a simple prostatectomy procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy, the customer were facing a non recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) could not view system event logs because the system was not connected to the network. The tse asked the customer to remove all instruments, perform a hard power cycle, and emergency power off (epo) the system, however the issue persisted. The tse asked the customer to disable arm3, but it was not possible. The reporter stated that there was some water around the patient side cart (psc) but the water did not flow on the base of the psc. The tse asked the customer to move set up joint (suj) x to stow position and restart the system, the issue persisted: a non recoverable fault came up and all arms were red. The procedure was converted to laparoscopic surgery. On 19-sep-2022, the following additional information was obtained: the procedure was not successfully completed. The site postponed surgery, the patient had general anesthesia. The functionality of the system had been verified upon system power-up. They did not notice any problems. The system was initially powered up without error. A robotic procedure was performed just before the incident.